Event description:
It was reported that the auxiliary o2 and suction module, attached to the anesthesia workstation, intermittently failed to provide vacuum. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
Previous investigations into this matter have shown that the plastic knob for regulating the vacuum on the suction unit has a locking ring not fully withstanding the force applied to it when turning the knob to off position. If the knob has been turned counter clockwise to its off position extra hard, it may result in a damaged locking ring, and as a consequence, it may result in difficulties to turn the knob clockwise in order to generate vacuum as expected. A redesign of the locking ring has been implemented in the production line and as a spare part. The reported suction unit had a knob of the previous design.

Event description:
Manufacturer reference # : (B)(4).